Event description:
Holter monitor showed pauses in rv pacing without pacing spikes present. Statistical values of lead are within normal limits. Clinician was unable to produce noise in clinic. Full lead evaluation was recommended. Lead remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.